Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Corrections made to impact codes (h6).

Event description:
It was reported that the patient had a lead revision surgery due to lead migration. The patient had a loss of efficacy after having a great clinical response post-implant. Reprogramming did not work. When the surgeon ordered an x-ray, it was determined that the lead migrated. Subsequently, a lead revision was scheduled and performed. There were no patient complications. The patient is doing well post-operatively and is starting to see some symptom control. The field team had the patient turn up stim and will continue to help them optimize their therapy.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient had a lead revision surgery due to lead migration. The patient had a loss of efficacy after having a great clinical response post-implant. Reprogramming did not work. When the surgeon ordered an x-ray, it was determined that the lead migrated. Subsequently, a lead revision was scheduled and performed. There were no patient complications. The patient is doing well post-operatively and is starting to see some symptom control. The field team had the patient turn up stim and will continue to help them optimize their therapy.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a lead revision surgery due to lead migration. The patient had a loss of efficacy after having a great clinical response post-implant. Reprogramming did not work. When the surgeon ordered an x-ray, it was determined that the lead migrated. Subsequently, a lead revision was scheduled and performed. There were no patient complications. The patient is doing well post-operatively and is starting to see some symptom control. The field team had the patient turn up stim and will continue to help them optimize their therapy.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 corrections made to impact codes (h6).

Event description:
It was reported that the patient had a lead revision surgery due to lead migration. The patient had a loss of efficacy after having a great clinical response post-implant. Reprogramming did not work. When the surgeon ordered an x-ray, it was determined that the lead migrated. Subsequently, a lead revision was scheduled and performed. There were no patient complications. The patient is doing well post-operatively and is starting to see some symptom control. The field team had the patient turn up stim and will continue to help them optimize their therapy.